Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture in both bipolar and unipolar modes. High ra pacing impedance measurements triggered a lead safety switch. Evaluation of the lead was planned. No adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
This lead was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. An x-ray identified a discontinuity in the outer coil in one segment of the lead. Detailed testing found the outer coil was fractured in the region approximately 17 cm from the terminal pin. Detailed analysis of the fracture site determined the conductor coil appeared to have fractured due to cyclic fatigue. The identified coil fracture is the likely root cause of the clinically observed noise, oversensing, and out-of-range impedance measurements.

Event description:
It was later reported that the lead had been explanted due to loss of capture with asystole of less than two seconds. No adverse patient effects were reported.